Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error alarm for when both the ram and flash copies of current user settings are corrupt. The pump turned off automatically. A replacement pump will be sent. Customer was asked verbally and in written form to return the broken pump for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book image, the problem was isolated to the printed circuit board assembly. Unable to perform displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to critical pump errors. No unexpected blank display anomalies or shut off anomalies noted during testing. No pump error 3 alarms noted in the long trace file or format history file. The insulin pump had scratched casing, minor scratches on the lcd window, pillowing keypad overlay, damaged keypad overlay texture and peeling end cap address label.